Manufacturer narrative:
Product analysis: the customer discarded the devices; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Information references the main component of the system. Another relevant device is: product ID [evolutr-23-us] serial[(B)(4)] use by date [2019-03-24] UDI [(B)(4)].

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully implanted valve-in-valve into a failed non-medtronic surgical valve and the patient was hemodynamically stable. Shortly after the implant, the blood pressure started to drop. A transthoracic echocardiogram (tte) revealed pericardial effusion. A pericardial window was performed to drain blood; however, the site of perforation could not be identified. The patient¿s chest was opened for exploratory surgery and it was determined that the bleeding had been occurring in the dome of the atrium. The valve was explanted and replaced with a surgical valve. The patient was taken off cardiopulmonary bypass (cpb) and was reported to be stable. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the bleeding was due to a perforation which the physician reported was likely caused by a guidewire and not the delivery catheter system (dcs). The inline sheath was used during the procedure and no difficulty was noted when advancing the device. The perforation was surgically repaired. It was reported that the native valve was bicuspid with the right coronary artery and left coronary artery originating from the same cusp at a low take-off. Calcification was noted in the left ventricular outflow tract (lvot) near the non-coronary cusp. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the guidewire that likely caused the perforation was not manufactured by medtronic. It was reported that the physician made the decision to explant the transcatheter valve and the previous surgical valve to do a full replacement. If information is provided in the future, a supplemental report will be issued.